Event description:
Patient underwent total hip arthroplasty on (B) (6) 2007. Subsequently, the patient was revised on (B) (6) 2010, due to infection. The surgeon removed the locking screw, but could not disengage tapers of the components. As a result, a proximal osteotomy to the junction of the proximal body and distal stem was necessary, but he still could not disengage the tapers. The surgeon used a midas rex with a metal bur to cut the proximal body from the distal stem. He then used flexible trephine reamers to remove the distal stem.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterile certification revealed no anomalies. (B) (4).